Event description:
Healthcare professional reported valve was removed due to regurgitation, severe stenosis, and mild insufficiency. Visual inspection during surgery showed outflow side completely thrombosed, stent near to left-coronary cusp completely grown together with aortic wall. Pannus overgrowth also noted.